Event description:
It was reported when using the bd pyxis¿ medstation¿ es device has failed drawer. The customer reported that the user able to remove the required medications and managed to get the medicines from other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed due to full-height pop matrix drawer. A field service engineer found that the matrix drawer 6 was jammed and cleared the jam to resolve the issue. The system functioned as intended after the field service engineer repaired the device.